Event description:
It was reported that the anchor dislodged whilst tying the sutures and was found to be in multiple bits. No patient injuries were reported, a delay less than 30 minutes was reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One 72203704 healicoil regenesorb 4.74mm suture anchor product reported on. The complaint stated: ¿it was reported that the anchor dislodged whilst tying the sutures and was found to be in multiple bits.¿ evaluation was atypical due to the absence of the insertion device itself. The return consisted of the product shelf carton, the IFU, chartstik labels with one used, the foil pouch, the shaft protector tube and tiny ¿bits¿ or shards of anchor in a specimen cup. The anchor was clearly shattered. There are indications of burnished and distorted threads. The condition of the remaining pieces is consistent with excess force having been applied. No root cause associated with the manufacture of the devices was confirmed.